Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and was damage. The customer¿s blood glucose level was 460 mg/dl. The customer states every time he put a battery in it, it says new battery, and I put a new battery in and within 30 minutes the battery is dead. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. No unexpected battery replacement alarm noted during testing. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.